Manufacturer narrative:
Voluntary medwatch report received: mw5148800

Event description:
Voluntary medwatch report received stated that the left ventricular lead exhibited noise, amplitude variation, loss of capture, and high pacing impedance. No intervention or patient consequences were reported.